Manufacturer narrative:
Investigation description. Complaint was confirmed. Alert 65 was annunciated. No audible sound was emitted after adjusting volume. A known-good speaker was installed; however, the issue was not resolved. After troubleshooting, the cause was determined to be due to a mainboard issue.

Event description:
It was reported that a restart alert 65 occurred during setup of a new ilet device, which was discovered to be below the recommended charge level before training; the customer was instructed to charge the device to at least 50 percent and attempt setup again. Symptoms included no reported adverse clinical effects. Outcomes included user interruption of setup and need for additional guidance. Investigation included user education and directed troubleshooting focused on proper charging and reattempting setup. Investigation of this case revealed that the device alarm was consistent with an audio over/under current restart during setup, with low device charge identified as a likely contributory factor; no additional component-specific faults were identified at this stage. It was concluded, based on previously established findings for similar reports, that the cause was probable user-related operational conditions associated with insufficient device charging. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.